Manufacturer narrative:
(B)(4). Unit passed the functional test, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. However, unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
Information received by medtronic indicated that the customer had lost his meter, he had high blood glucose level and was not able to test his blood glucose level. The customer declined troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.